Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via clinical study that the patient, diagnosed with back pain, underwent mid lumbar interbody fusion at l5-s1. The patient was implanted with the alleged product along with stryker manufactured tritanium and vitoss. With an onset date of (B)(6) 2019, post-op, the patient experienced worsening of leg pain. The patient had bilateral leg pain sciatica and weakness in right leg. The adverse event was determined to be possibly related to general surgery or lumbar fusion procedure, possibly related to disease, and possibly related to minimally invasive procedure. The outcome of the adverse event is ongoing.